Event description:
Event description guidant received information that this patient was vacationing out of the country and went to the emergency room as he was not feeling well. The duaghter reports that there is uncertainty by the physicians if the pacemaker is working correctly or not. She notes that if there is a malfuction it may have been due to a procedure such as an MRI that the patient had. The patient is in the coronary care unit and cannot fly home.